Manufacturer narrative:
The reported complaint was not confirmed. The monitor passed the blood loop testing within the required accuracy. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), there was consistently high potassium (k+) levels despite calibration. The device was not changed out, as they continued to use for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Clinical review from 30-sep-2015: according to the perfusionist (ccp), they experience accuracy issues with k+ measurements in most every case. According to the ccp, this behavior started after the blood parameter monitor (bpm) potting was completed and it continues since updated software (1.69). The degree of k+ inaccuracy is no worse since 1.69 software, but is no better. According to the ccp, they enter / verify the k+ code (on shunt sensor package) every case. They do the initial in-vivo calibration and adjust the k+ level of the bpm to the lab analyzed value. Almost immediately, the k+ value drifts upwards as compared to the lab analyzed value. When the next in-vivo calibration is performed, the bpm k+ measure is frequently greater than 1.5 mmol/l higher than the lab analyzed value. Even though additional in-vivo re-calibrations are performed, the bpm k+ value starts to rise (compared to lab value) shortly after the in-vivo is done. This behavior has caused for more frequent lab samples to be drawn. According to the ccp, the other bpm parameters are reasonably close to lab analyzed values. The ccp did comment about the new hematocrit (hct) operating range with the new 1.69 software. The ccp claims about 25% of their patients have hct's higher than 38% during cpb. This leads to the inability, at times, to adjust the bpm hct measure to the lab analyzed value. The cases were completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
During the laboratory evaluation, the product surveillance technician (pst) was unable to duplicate customer¿s complaint. The blood parameter monitor (bpm) will be transferred to central engineering for further evaluation.